Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br there was stopper creep out or loose closure. The following information was provided by the initial reporter and translated to english a complaint was received about item 360060 tubo sst plh 13x100 5.0 plbl gold br through an audio message from the laboratory manager. The customer reports that "he is loosening the tube cap during use."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, two hundred (200) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper creepout as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper creepout. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br there was stopper creep out or loose closure. The following information was provided by the initial reporter and translated to english a complaint was received about item 360060 tubo sst plh 13x100 5.0 plbl gold br through an audio message from the laboratory manager. The customer reports that "he is loosening the tube cap during use."